Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer called back after receiving a replacement of battery cap. The customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Found moisture damage (battery leakage) inside the battery tube during an initial inspection. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. A review of the history files reveals on (B)(6) 2024 there was a low battery alert (08:10) and seven (7) failed batt test (battery failed) alarms (between 09:07 and 12:33). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump was cut open for a visual inspection. No evidence of damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Failed batt test (battery failed) alarm is not confirmed. Found moisture damage (battery leakage) inside the battery tube during an initial inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.